Event description:
It was reported that this right ventricular (rv) lead exhibited out of range shock impedances after a gradual rise. Technical services (ts) reviewed and recommended to continue to monitor the lead until the shock impedances average over 150 ohms. This rv lead remains in service. No adverse patient effects were reported.